Event description:
Caller reported a malfunction in their tandem pump. Cts explained this indicated a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. Cts provided the caller with pump reset information and assisted with the pump reset. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump and to call back if any issues reappeared.